Event description:
Initial bilateral lower extremity revascularization performed pt on (B) (6) 2010. On post-op evaluation, pt's left-sided symptoms had resolved. The pt was still having some claudication symptoms on the right side -lesser side-. Pt returned on (B) (6) 2010 to address symptoms on right side. During the procedure, an introducer, presumably from the first procedure, was identified. The introducer was removed. Post-operatively, the pt's right sided symptoms resolved.